Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2007; 4076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had "moved across" the patient's chest. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient has occasional issues with shaking and weakness in the legs. The patient can feel the leads through the skin due to weight loss. Follow-up information from the clinic indicates the patient has been recommended to a specialist but no intervention has been taken.